Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and stiffness

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, at primary surgery the patient had endstage patellofemoral disease with grade 2 and 3 changes mostly in the lateral femoral condyle. In order to balance the knee the femur was left up 1mm or so with the cement mantle in order to balance the knee. The knee was extremely well balanced and the patella did track centrally. Upon revision some fibrous bands were released, scar tissue about the lateral aspect of the tibia and the posterolateral corner of the knee was removed, a sling of the gastric underneath the posterior lateral femoral condyle was released, and a bony mass in the gastric muscle was morselized.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided sig rp aox crv ins sz3 12.5 (product code (B)(4), lot number 8229093) found additional reports and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.